Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test". Concomitant products included paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopause ("menopause"), night sweats ("night sweats") and fatigue ("fatigue"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, menopause, night sweats and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menopause, menorrhagia, night sweats, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2004 and (B)(6) 2005 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test". Concomitant products included paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopause ("menopause"), night sweats ("night sweats") and fatigue ("fatigue"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, menopause, night sweats and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menopause, menorrhagia, night sweats, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2004 and (B)(6) 2005. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received- case was upgraded from non-serious incident to serious incident. Essure removal done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not undergoes confirmation test"). Concurrent conditions were listed as menorrhagia and adenomyosis. The only concomitant product mentioned was tylenol (paracetamol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 365 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopause ("menopause"), night sweats ("night sweats") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy and excision of essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, heavy menstrual bleeding, menopause, night sweats, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205) administration. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2004 and on (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: tissue exam- uterus, cervix, bilateral fallopian tubes with essure device pathologic diagnosis- uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: cervix with chronic cervicitis and no dysplasia. Benign proliferative endometrium. Focal mild adenomyosis. Uterine serosal surface adhesions. Bilateral fallopian tubes with unremarkable tubal mucosa. Metal coils present within the tubes. Clinical information - uterus, cervix, bilateral fallopian tubes with essure device residual foreign body in soft tissue excessive and frequent menstruation with regular cycle other specified abnormal uterine and vaginal bleeding. Abnormal uterine and vaginal bleeding unspecified. Preop-diagnosis/post-op diagnosis. Excessive and frequent menstruation with regular cycle. Other specified abnormal uterine and vaginal bleeding. Abnormal uterine and vaginal bleeding unspecified. Residual foreign body in soft tissue. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-may-2023: medical records received. Surgical pathology report received. Reporter information updated. Surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.